Event description:
It was reported that customer experienced cgm error 42 with g7 sensor and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through full pump reset, and after reset pump no longer displayed error and customer successfully started sensor session.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.